Manufacturer narrative:
(B)(4). The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a right anterior taa using corail stem. Upon examination during closing, the corail anterior inserter was noted to be missing the tip of the inserter. Xray was called, and patient was kept asleep for an additional 30 mins to look for broken tip. Broken tip was not found. Doi: (B)(6) 2017;dor: unknown; unknown affected site. Surgical delay of 30 minutes.